Manufacturer narrative:
Unit passed the displacement test and self test. The history download confirmed pump error 53 (line number 114 file number 99) due to a hardware error. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer was assisted with clearing the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The device was returned for analysis.